Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented to outpatient clinic with mobile power unit (mpu) having yellow wrench alarms and intermittent beeps. The cable was also taped, but the left ventricular assist device (lvad) team did not know what it was. The lvad team provided the hospital with a loaner mpu until replacement could be determined.